Event description:
Boston scientific received information that during threshold testing of this pacemaker, the screen froze up on the programmer due to loss of telemetry. The patient was pacer dependent and testing was abandoned as pacing would not have been available if the patient required it. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.